Event description:
The customer reported a protonix over infusion occurred in the emergency dept. The doctor's order was protonix 80mg/100ml ns bag to infuse at 8mg/hr as a continuous infusion. The infusion was programmed at 10ml/hr at 1900 and the bag was found empty 30 mins later. There was no pt harm no medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4): device not rec'd, log review only. The customer has requested an event log review for keystrokes, data set profile used and volume infused. The event logs have been rec'd and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.